Event description:
Information was received that device does not display number on temperature check. No adverse effects reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was filled with water and powered on; unable to confirm the reported customer complaint. Temperature check displayed numbers on the lcd. Other issues noted were loud pump, and leaking from the main block. The customer reported problem was not confirmed but repair was completed.